Event description:
It was reported when using the bd pyxis¿ es server , had issue with orders are not crossing to pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist accessed the application server and found that while the last processed time was current, the count of entries marked "availableforprocessing" kept increasing. The tss consulted with an infrastructure engineer, who checked the carefusion coordination engine (cce) server and found no issues. A query run using a knowledge article "inbound messages stuck on availableforprocessing=1"showed all entries flagged as available for processing. Restarting the bd external messaging service did not resolve the issue. All devices were in critical override, messages were actively crossing the interface, and the purge process was affecting the accuracy of message status reporting. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server , had issue with orders are not crossing to pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.